Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that he repeatedly received error messages while attempting to access the main menu within the software on his vns therapy programming handheld. Troubleshooting was unsuccessful in resolving the issue. Handheld and software were returned to the manufacturer for product analysis. An analysis was performed on the handheld and software, and two corrupt software files were identified in the handheld. The analysis could not determine a root cause for the corrupt files based on the returned handheld and flashcard. No further anomalies associated with the device performance were noted during testing using the ac adapter or the main battery with a full charge.